Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing of the colonovideoscope videoscope the cleaning/connecting tube had been modified and was cleaned with nonregular materials. There were no reports of patient harm. This report is related to linked patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope reprocessed with modified cleaning tube (maj-1500) used in the case was due to the user did not thoroughly read the instruction manual, and the users has incorrectly implemented the reprocessing using the oer-4 with a modified connecting tube. Olympus will continue to monitor field performance for this device.